Event description:
According to the distributor's report, the device was used to close an eyebrow laceration. During application, some of the adhesive dripped into the pt's eye and glued it shut. The eye was flushed with normal saline and petroleum jelly was applied. Six days later during follow up, it was reported that the pt was fine. The eye had opened without any problems or redness.